Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and burning sensation around the ipg site. It was also noted that the patients ipg was taking longer to charge. The patient underwent a revision procedure wherein ipg was replaced and relocated. The patient was doing well postoperatively. The explanted ipg will be returned.

Event description:
It was reported that the patient was experiencing pain and burning sensation around the ipg site. It was also noted that the patients ipg was taking longer to charge. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1160, (sn (B)(6)). The returned ipg was analyzed, passed all the required tests, and an electrical test revealed normal device characteristics. The reported event was not confirmed as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.